Event description:
It was reported that customer experienced cgm error message with g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received step-by-step guidance to perform pump reset, and after reset was able to start sensor session successfully without additional error, with no further actions reported.